Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Fracture was not confirmed by testing; lead passed continuity test. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the reported observations. Past experience suggests patient manipulation of the system through the skin (twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted. Reportedly flour showed twiddler syndrome and right atrial (ra) lead with tight bend and possible fracture. Loss of slack in lead and possible helix pulled back. Surgical intervention was needed to resolve the issue. No additional adverse patient effects were reported.